Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced low glucose while using the ilet and asked whether to announce a meal during the low; glucose measured 67 mg/dl and increased to 70 mg/dl during the call, and the user consumed oral glucose. Symptoms included no reported clinical symptoms. Outcomes included self-management with oral carbohydrates and no hospitalization. Investigation included troubleshooting and education by support personnel and referral to clinical management for medical guidance. Investigation of this case revealed no device malfunction reported and no device component issue identified; the event was categorized as hypoglycemia with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.